Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD), implanted june 9, 2003, had a battery voltage of 2.94v and charge time of 11 seconds at the previous follow-up. Currently the battery voltage is 2.66v and charge time is 20 seconds. No adverse patient effects have been reported.